Event description:
Same case as manufacturer's #:6000089-2004-01005, 6000089-2004-01006 and 6000089-2004-01007. It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the pt returned to the emergency room with chest pain and was found to have a sub acute thrombosis. In 2004, the physician predilated the total occlusion in the circumflex with a maverick 2.0 x 20 mm balloon. He deployed a taxus express2 8.8% 3.00 x 28 mm drug eluting stent in the circumflex, postdilating with a quantum maverick 20 mm balloon @ 15 atms. Ivus evaluation demonstrated significant residual proximal to the stent and he therefore attempted to deploy a taxus express2 8.8% 3.50 x 12 mm drug eluting stent, but the stent "watermeloned" out of the stent so that 1-2 mm of vessel between the 2 stents was uncovered. The end result of the stenting of the circumflex was a 3.0-3.5 mm lumen with no significant intimal disruption. During the stenting of the proximal circumflex, ivus revealed that thrombus was within the stent. At that time, the act was measured at 205, despite ongoing integrilin and heparin infusions. The pt was given additional integrilin and heparin by bolus. Once the act was adequate, ivus revealed no thrombus in the stent, however, the posterolateral artery was occluded with thrombus proximally. Low pressure inflations with a maverick 2.0 mm balloon failed to reestablish good flow. The physician then deployed taxus express2 8.8% 2.50 x 16 mm and taxus express2 8.8% 2.50 x 24 mm drug eluting stents over the thrombus, in an overlapping fashion. Timi iii flow was restored and the vessel had an excellent appearance. No other procedural complications were reported. The pt was discharged 4 days later, but was readmitted through the emergency room approximately 12 hours later when they returned with chest pain and "clamminess." S-t changes were noted in the inferolateral leads. Angiography revealed a 100% sub acute stent thrombosis of the proximal circumflex and the 3rd om branch. Following ptca of the proximal circumflex, taxus express2 8.8% 3.50 x 32 mm and taxus express2 8.8% 3.50 x 28 mm drug eluting stents were deployed @ 13 and 18 atms, respectively. A taxus express2 8.8% 2.50 x 24 mm drug eluting stent was deployed in the 3rd om branch. The pt was seen in consultation for a possible "hypercoaguable" state. They were discharged to home the following month. No further complications were reported.